Event description:
It was reported that there was partial image loss.

Manufacturer narrative:
Alleged failure: the image on the screen was disturbed. A backup camera system was used and completed the procedure successfully. [Update - there is a vertical bar that blocks part of the image. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. This is an electrical component failure, and it is difficult to predict the lifetime of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was partial image loss.